Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed through x-ray that the inner conductor coil had a break at the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the physician was having difficulty with the ingevity lead. The helix of the lead was not working appropriately, and it was difficult to extend and retract. The lead was exchanged for a new one, and the procedure was completed without any adverse effects to the patient.